Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the catheter was placed in the right back of the patient. After placement of the catheter, the patient was being moved to his room when the catheter snapped. The catheter separated into 2 separate pieces. The next day, on (B)(6) 2013, the rest of the catheter was removed from the patient at his bedside by the physician. No surgical intervention was required. The catheter was not replaced. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.